Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7071835.

Event description:
It was reported that the patients pocket was opened and had pus and went to the ER (emergency room). It was determined that the patient developed an infection and it was unknown what caused it. The patient was placed on antibiotics and underwent an explant procedure. The infection was not device related and no device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg and lead were discarded by the facility.